Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine dialysis treatment, the operator pressed the treatment start button prior to connecting the cartridge tubing to the patient's access, which introduced air into the cartridge tubing. The operator then connected the cartridge tubing to the patient's access. The cycler displayed arterial air alarms which were not resolved. Treatment was terminated without rinseback which resulted in a 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
The reported air alarms and resultant blood loss have been attributed to operator error. The operator failed to correctly follow instructions for connecting the patient initiating treatment. The clycler appropriately displayed air alarms. The operator did not have syringes available for manual air recovery as instructed in the user's guide. There is no evidence of a device malfunction. The user's guide provides adequate instructions for initiating treatment and troubleshooting air alarms. A direct correlation between the nxstage system one and reported blood loss cannot be established. Nxstage reviewed the blood loss with the patient's facility. Nxstage medical considers this report closed.